Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. It was found out two weeks after the implant procedure. The lead¿s sensing capacity was decreased and no capture was made even in maximum output. The cause was unknown. Additional information received indicated that the medical representative was made aware of the dislodgement on the day of the revision procedure. Thus, a longer lead was needed and the physician implanted a new lead as replacement. The lead was explanted and out of service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.